Event description:
It was reported that the patient presented via merlin.net transmission with episodes for high ventricular rate. Upon interrogation, the right ventricular lead exhibited oversensing due to noise. Programming changes were made. The patient was stable with no symptoms.